Event description:
A talent stent graft system, 1st stent proximal main was implanted in a patient for the endovascular treatment of a fusiform 6.0 cm in diameter and 6.0 cm in length thoracic aortic aneurysm in zone 4. Vessel morphology at the time of implant was reported as the non-aneurysmal proximal thoracic neck diameter is 34 mm, non-aneurysmal distal thoracic neck diameter is length from top of aortic arch to proximal aneurysm is 36 mm. There is moderate calcification and mild thrombosis in the thoracic aorta. The patient returned for routine follow-ups, 30 days, 12 months and 24 months with no issues. It was reported that the 36 month follow-up revealed that there was a distal type I endoleak present and the aneurysm was enlarged to 63mm in diameter. Two months later the physician elected to implant another manufacturer¿s stent graft. The distal type I endoleak was reduced however it was not resolved. The investigator commented that the patient¿s fragile vessel would have changed with time course, which would have caused enlarged aneurysm diameter and led to distal type ib endoleak. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).